Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016, that on (B)(6) 2016, there was a continuous glucose monitoring (cgm) inaccuracy compared to blood glucose (bg) meter that occurred. The sensor was inserted on the arm, on (B)(6) 2016. It was reported that the patient used an alternate blood glucose site (other than fingertips). No additional event or patient information is available. Labeling indicates: sensor placement and insertion is not approved for sites other than the belly (abdomen). Also: alternative site bg testing. This is when you take a blood glucose value on your meter using a blood sample from an area on your body other than your fingertip. Do not use alternative site testing to calibrate your receiver.